Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, the device was found to be in backup vvi mode. The device was restored, but went back into backup vvi mode shortly afterwards. There were no adverse consequences to the patient. The device was explanted and replaced.

Event description:
New information received indicates that the patient received no adverse consequences post-procedure.

Manufacturer narrative:
Correction needed to report that premature battery depletion was also noted on the device. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.